Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It has been reported that the pt's counsel that his client received a durom us acetabular component 52/46 l, right side, on (B)(6) 2006. Due to asceptic loosening and pain, the pt underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive the affected devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in 07/2008. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4). Nb: the pt is a bilateral. The left side surgery is referenced in (B)(4).